Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presently undergoing radiation therapy. The pulse generator exhibted backup vvi mode. After a device software download, normal device function resumed.